Event description:
Baxter intravia containers were being used for compounding chemotherapy. Bag size 250 ml and 500 ml for two separate products. Plastic filaments were found floating in the bag. Pharmacy technician noted filament "fall" from the corner of the IV bag as one of the bags was being filled with saline.